Event description:
During impella cp support, the patient experienced a wrong placement signal. Clinician stated that the placement signal of the optical sensor was 20/20 mmhg wich was different from patients actual blood pressure upon implant and for duration of case. There were no consequences noted for the patient and the case. This is considered a reportable malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: codes updated to reflect the results of the investigation. Investigation summary: due to a lack of sufficient clinical information provided, and no data logs or product returned, the cause of the placement signal issue cannot be established.